Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer gave permission for the ccc to remotely connect to the instrument. The ccc reviewed the data provided. A 3 cup 5 test precision study was performed on magnesium and carbon dioxide, resulting out of range. The ccc had the customer inspect all reagent probes and sample probes. The customer stated they were clean and aligned. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse changed the aliquot probe. The issue continued. The cse performed alignment on the probes, resulting within specifications and range. The cse performed a mix/omix test with sample probe 3 resulting out of range. The cse replaced sample probe 3 mixer. The cse performed a system check, resulting out of range. The cse replaced the flush and metering pups. The cse rebuilt the sample probe 3 pump. The cse performed a quickcheck, resulting within range. The cause of the discordant, falsely depressed carbon dioxide and magnesium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed carbon dioxide and magnesium results were obtained on two patient samples on a dimension vista 1500 instrument. The initial results were not reported out to the physician(s). The customer repeated the same sample on an alternate dimension vista instrument, resulting higher. The customer reported out the alternate instrument results. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed carbon dioxide and magnesium results.